Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2020. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 5100655.

Event description:
It was reported that the patients lead had high impedances. The patient underwent a revision procedure and was doing well postoperatively. The explanted devices will not be returned per hospital policy. No further information has been obtained despite good faith efforts.